Manufacturer narrative:
The prodigy ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted for an unknown reason. No further information is available.